Manufacturer narrative:
Additional information received confirmed the event onset date (17-nov-2025) as initially reported. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of mechanical interaction with blood and hemodynamic instability were unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the device was repositioned due to hemolysis. After repositioning, it was advanced by 2 cm. The patient subsequently expired.

Manufacturer narrative:
Clinical assessment: on day 1, a 75-year-old male with ami and cardiogenic shock underwent placement of an impella cp via the femoral artery for temporary mechanical circulatory support following witnessed cardiac arrest and pci to the lad. Initial support was established without reported device-related issues.on day 3, the care team noted evidence of hemolysis, with elevated ldh and rising pfhb values. The impella cp was repositioned and advanced by approximately 2 cm to optimize position and reduce suspected mechanical interaction with blood. The following day (day 4), the device was repositioned again due to persistent hemodynamic instability and ongoing laboratory abnormalities, including elevated alt, ldh, and worsening renal function despite renal replacement therapy. The device was increased to p-7 in an attempt to improve perfusion. Despite adjustments in support level and additional inotropic therapy (milrinone and dobutamine), the patient remained hemodynamically unstable with minimal left ventricular movement on echocardiography. Given worsening multiorgan dysfunction and refractory shock, a palliative care consultation was obtained. The family elected to continue support overnight to allow relatives to arrive, with withdrawal of care planned the following day. On day 5, care was withdrawn per family wishes, and the patient expired while on impella cp support. The impella device was explanted without issue. Because the patient expired during the episode in which the impella cp was in use, and a contribution of the device cannot be excluded, the case meets reporting criteria for a death potentially associated with device use. Engineering assessment: complaint initially reported for hemolysis requiring repositioning of device.

Manufacturer narrative:
H6 medical device problem code has been corrected from a24 was corrected to a01.